Event description:
The device serial number along with photographs of the explanted valve was provided to medtronic.

Manufacturer narrative:
Product analysis/conclusion: device history record review could not be performed due to the lack of a serial number. The customer has indicated that no further information would be provided. Without the return of the product and no further information, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted three years, was explanted due to calcification and a hole in a leaflet. The valve was replaced with a competitive product. The physician would not release any further information or the valve to medtronic. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results: upon review of the photographs, a leaflet perforation was observed and it appeared there was stent post distortion. The valve was heavily calcified and that was likely the cause of the tears/holes in the leaflets. Areas of intercuspal calcification where observed and there were areas of calcification that had not yet erupted through the leaflet surface. Conclusion: review of the photographs provided showed that this valve was extremely calcified for the amount of time implanted (four years). The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Although a conclusive root cause of the observed calcification was not determined, calcification is a known failure mode for bioprosthetic heart valves and is generally considered a patient related condition. (B)(4). (B)(6).